Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. During the initial visual inspection no visual damage or anomalies were observed. During the second visual inspection, a hole was found in the pebax with reddish material inside. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The t-bar was found slipped down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the pebax and t-bar sliding down issue cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Additionally, a picture of the complaint device was provided by the customer and evaluation was performed, however, no result could be obtained from it and the customer complaint could not be confirmed from the picture. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole in the pebax. It was initially reported by the customer that during the operation, the catheter could not deflect(to the specification). A second catheter was used to complete the operation. There was no patient consequence reported. The customer¿s reported deflection issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11/7/2019, the complaint product was returned to biosense webster inc. (Bwi) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. On 12/2/2019, during a second visual analysis the catheter was inspected and a hole was found in the pebax with reddish material inside. These findings were reviewed and determined to be MDR reportable since device integrity was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 12/02/2019 and has reassessed this complaint as an MDR reportable malfunction.